Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6)2012. The pt presented with aortitis and back pain at the routine 6 month f/u completed on (B)(6) 2013 and was hospitalized. The pt was re-hospitalized on (B)(6) 2013 for aortitis with worsening overall condition. An unscheduled f/u occurred on (B)(6) 2013 to stop medication of the antibiotic "unacid."